Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported hearing a grinding noise when the bowel grasper instrument rotated. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of grinding noise when rotates cannot be confirmed. Instrument placed on (B)(4) system and driven. Recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. No abnormal grinding noises were heard during system drive test. Additional observation not reported by site is tube damage. Black tube insulation is damaged at the distal end. Insulation is gouged on one side and has a .065 diameter piece missing roughly .625 above the snake wrist. Insulation also has various scratch marks in the same general area. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.